Manufacturer narrative:
Information contained in this record was previously submitted through psr on 15 oct 2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified one opening, extended, on the anterior. The weight of the device was within specification. A microscopic analysis was performed which identified one striated opening on the anterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. The reason for reoperation is not applicable since the device was not implanted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported "broken device ruptured during implantation surgery". There was patient contact. Surgery was completed with a backup device. Treatment was noted as "medication''.